Event description:
A report was rec'd that during a suctioning procedure, the swivel connector on the circuit end fell apart. No pt injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.